Event description:
The customer reported that the system experienced an error. Further info received from the customer indicated that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported delated to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service event. The system was tested and found to be working as intended and put back into service.